Event description:
It was reported that there appeared to be oversensing, an impedance increase/subsequent high impedance, and questionable capture on the lead indicating possible fracture. Follow-up with the clinic indicates that the patient's son called to cancel an appointment because his father died the day before. He alleges that the lead malfunctioned. Cause of death was requested, but the clinic did not have it available. Additional information received from an article indicates the patient collapsed, had inappropriate shocks, and episodes of vf/vt. The patient presented to the emergency room, but could not be resuscitated and was pronounced dead. The lead an apparent lead fracture. The author feels that the patient's death was due to the "inhibition of pacing," from the "transient or intermittent bradycardia/asystole," vf episodes, and the sudden increase in impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested, but not received. It is not known if the device was explanted post-mortem. The sprint fidelis lead model is included in a field advisory. Referenced article: "fatal outcome in a pacemaker-dependent patient." Pace. April 2009: 32:550-553. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the data revealed high ventricular impedance and noise. Attorney later alleges patient "suffered physical and other injury, including, but not limited to, implantation of a now recalled device, increased medical monitoring and treatment, failure, fracture, inappropriate shocking, capping, and/or explantation, as a result of the recalled lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Also alleges as a direct result of lead, patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced" and patient "died as a direct and proximate result of defects" in lead.

Event description:
It was reported that there appeared to be oversensing, an impedance increase/subsequent high impedance, and questionable capture on the lead indicating possible fracture. Follow-up with the clinic indicates that the patient's son called to cancel an appointment because his father died the day before. He alleges that the lead malfunctioned. Cause of death was requested, but the clinic did not have it available. Additional information received from an article indicates the patient collapsed, had inappropriate shocks, and episodes of vf/vt. The patient presented to the emergency room, but could not be resuscitated and was pronounced dead. The lead an apparent lead fracture. The author feels that the patient's death was due to the "inhibition of pacing," from the "transient or intermittent bradycardia/asystole," vf episodes, and the sudden increase in impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. It is not known if the device was explanted post-mortem. The sprint fidelis lead model is included in a field advisory. Referenced article: "fatal outcome in a pacemaker-dependent patient." Pace. 2009: 32:550-553. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the data revealed high ventricular impedance and noise. Other: it was reported that there appeared to be oversensing, an impedance increase/subsequent high impedance, and questionable capture on the lead indicating possible fracture. Follow-up with the clinic indicates that the patient's son called to cancel an appointment because his father died the day before. He alleges that the lead malfunctioned. Cause of death was requested, but the clinic did not have it available. Additional information received from an article indicates the patient collapsed, had inappropriate shocks, and episodes of vf/vt. The patient presented to the emergency room, but could not be resuscitated and was pronounced dead. The lead an apparent lead fracture. The author feels that the patient's death was due to the "inhibition of pacing," from the "transient or intermittent bradycardia/asystole," vf episodes, and the sudden increase in impedance. Capture, failure to, impedance, high lead(s), fracture of, oversensing pace, failure to shock, inappropriate, failure to fire.